Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600176 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The returned device appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device. However, it was able to close. Another attempt was made and the next clip was able to properly load and close. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may other remarks: result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "clips misaligned" was not confirmed based upon the sample received as all remaining clips were able to close properly. One device was returned. Upon functional inspection, it was found that the first clip was unable to properly load but was able to close. However, the second clip was able to properly load and close. Although the reported complaint issue could not be confirmed, it was confirmed that there was a potential loading issue with the device since the first clip was unable to properly load into the jaws of the device. The device was received with 2 clips remaining in the channel indicating that the end user fired 13 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the first clip to not load properly. No further action will be taken.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.